Manufacturer narrative:
The console was returned for evaluation. Upon review of the logs, a controller error 1039 was confirmed to have occurred. It was determined that the noted alarm was triggered due to the lamp being maxed to 100% at .5 v which signifies an unplugged lamp. The lamp would become unplugged intermittently resulting in the reported errors. Upon conclusion of the investigation, the reported issue was confirmed and the cause was traced to a defective lamp assembly. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a controller error yellow alarm. No clinical details regarding patient condition or resolution were provided. The device was removed from service as a result of the noted issue.